Event description:
Event desc: removing ambu bag from o2 tank, when a portion of the regulator broke off and began to vent the tank. Damage to quick connect portion of valve including springs and internal components were shot off tank and grazed respiratory therapy's leg (no injury). What was the original intended procedure? Respiratory therapy acre. Device usage problem: device failed (e.g, broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Product received on (B)(4) 2012, for eval. Reported event does not match the type of product returned. The event describes a quick disconnect which the part number (B)(4) does not include. No service records indicate serial number was ever returned for modification. Conclusion that a field modification occurred which is not permitted by sherwood. If product had quick disconnect prior reports of handling damage and abuse have occurred causing similar event. Sherwood published product advisory on (B)(4) 2010. Sherwood plans no further action.